Event description:
It was reported a patient with the (B)(4) study underwent a transjugular intrahepatic porto-systemic shunt (tips) procedure using a viatorr device. Following the procedure, on the same day, the patient developed grade IV hepatic encephalopathy, which was treated with medication, in a hospital setting for 15 days. The encephalopathy resolved without sequelae. The patient remains a participant in the study.

Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications.